Event description:
It was reported that the system 9900 displays heat warning message more frequently than typical creating delay. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The camera iris was calibrated for 1, 2, and 3 mm copper penetration. The system was tested and found to be working as intended and placed back into service.